Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. On the same day as the onset, the patient went to the emergency room for the event; however, it was not reported if the patient was hospitalized. On the same day, the patient was prescribed with unspecified antibiotics (further details not reported) for peritonitis. The patient was discharged from the ER and the antibiotic treatment remained on going at the time of this report. The patient had not yet recovered from peritonitis and pd therapy was ongoing. No additional information is available.